Manufacturer narrative:
Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. The actual device was returned for evaluation. The device was evaluated, and the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of noise was confirmed. A visual and functional assessment was performed which found that the device made an unusual noise and vibration, and the set screw was loose. During service/repair, it was determined that the bearings were worn out causing the noise and vibration. It was determined that the issues were consistent with normal wear. The assignable root cause was due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an anterior cervical fusion surgical procedure, it was observed that as the surgeon was drilling, the motor device began getting very hot and making an unusual loud screeching sound. According to the reporter, a second attachment device was replaced to determine if that was the cause. However, the issue persisted, so the burr device was changed, and the problem persisted. The reporter indicated that the motor device was then changed, and the same attachment and burr were used with the second handpiece and there were no issues. It was reported that the procedure continued as planned. The reporter indicated that it was determined that the issue was related to the initial handpiece itself. It was not reported if there was a delay in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.